Event description:
It was reported that the lead exhibited greater than 2500 ohms impedance and greater than 7.5 v, 1 ms capture threshold. It was noted that the patient was asymptomatic. The physician suspected a lead fracture, so the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.